Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2 had failed and displayed an error message stating "device not detected on bus". The customer rebooted the station and attempted to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was failed. A field service engineer confirmed that the issue was resolved. Fse also informed of supervisor needed to release the narcotics approval to take out the cubie. The system functioned as intended.